Event description:
Information from customer alleged that device did not relieve high pressure or alarm at the high pressure limit setting. The device was reported to be in patient use. No patient harm was reported. The alleged malfunction was discovered when the patient was admitted to the hospital for an illness not related to the device function. On evaluation it was discovered that the pressure line on the pressure transducer had become disconnected which prevented the device from detecting the high pressure limit setting. It was also noted that the pressure gauge was inoperable. It appears that the reported condition was a result of excessive back pressure applied to the device from some external source. The customer was unable to provide any insight into the circumstances surrounding this reported device condition. A review of complaint files shows that there are no trends for an issue of this type, and it appears that the reported issue resulted from an overpressure condition from an external source. The gauge was replaced and the high pressure line was reconnected to the pressure transducer to correct the problem.